Manufacturer narrative:
Method: actual device involved in incident was evaluated by visual examination. Results: the fault was confirmed. The rt021 suction port seals should be split all the way through, but this was not the case for the complaint device. Our supplier has been notified of the fault, and further training has been provided to our manufacturing personnel on inspection of the split in the seal. Conclusions: this is a known problem and is due to a manufacturing error. We will be following up with our supplier on this issue. The occurrence rate for such complaints is less than 0.024% worldwide for the last year. We will continue to trend and monitor all complaints for this fault.

Event description:
A hospital in another country reported to a fisher and paykel healthcare representative that there was no cut line at the suction port of the rt021 catheter mount. This prevents the catheter from passing through the suction port of the rt021 catheter mount. It has been reported that this occurred on a number of occasions. No patient injury was reported.